Event description:
Patient was implanted with tibial nail on an unknown date. Patient returned to the or for femoral nail removal and revision due to infection. Patient revised to an antibacterial nail. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates of device are unknown. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.